Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer had not attempted to reset the pump previously, so technical support provided information and assisted with resetting the pump, after which the malfunction did not recur.